Manufacturer narrative:
Initial reporter address: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity (at least 2) of unspecified clearlink solution sets broke at the end where it connects to the patient's intravenous (IV) extension line resulting in leakage. This issue was identified during infusion with propofol. The plastic luer connector that has threads to screw on to the IV site cracked and split. The events were further described as "propofol tubing fractured and unhooked from patient with end of tubing on the ground" and "tubing used to remedy also found to break while attaching to IV". There was no report of patient injury or medical intervention associated with this event. No additional information is available.